Manufacturer narrative:
(B)(4). When the returned device was examined it was noted it was a different serial number from the originally reported by the customer; however, it was further confirmed that the returned device was indeed the one used in the reported issue. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. A damaged was observed during the evaluation of the device. The inner guide lumen was bunched up forming an accordion. In the same as area as the damage, a puncture was observed in the inner guide lumen and outer shaft approximately 2.3 cm from the distal tip. A guidewire test was performed using a 0.014" guidewire. The guidewire was inserted in the tip but it was not able to advance past the damaged inner guide lumen. The observed puncture is the result user of handling and typically observed when the guidewire and catheter are not held straight while loading the catheter over the guidewire. This is addressed in the IFU precautions, which states "when inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur." No further action is required.

Event description:
The customer reported that the catheter could not pass over the guidewire. A second ivus catheter of the same product was used and completed the procedure. When the device was received by the manufacturer for evaluation, it was observed that the inner guide lumen and the outer shaft were punctured. No patient injury or adverse effects were reported.